Manufacturer narrative:
(B)(4). The clip delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The clip delivery system (cds) was returned with the clip in the fully closed position and the arm position was in the fully closed direction. A knot in the lock line was observed to be caught in the harness. An attempt was made to remove the lock line and initially met resistance, but was then able to be pulled through and the lock line was fully removed with no other resistance noted. In this case, based on the analysis findings, the reported difficulty removing the lock line was likely a result of the knot identified in the lock line, which was caught on the harness. The analysis findings are consistent with the reported information that the lock line met resistance after approximately 50% of the line was retracted. Thus, this confirmed the reported event. Evaluation summary: the dc (delivery catheter) shaft was identified to be bent. However, this damage was not reported in the case details and was likely a result of the lock line being caught in the harness, resulting in increased tension on the dc shaft. No damage to the harness or internal clip components was noted. The lock line was intact and the entire length was accounted for. A snare was inserted into the entire length of both lock line lumens; no resistance was noted during insertion and removal of the snare. Based on the evaluation of the returned device, the cause for the reported difficulty removing the lock line/mechanical jam appears to be due to the knot found in the lock line. Potential causes for lock line knots can include, but are not limited to, manufacturing anomalies or procedural conditions/user technique during lock line removal. A review of the device history record confirmed this device passed all in-process and final inspections, including a final lock line inspection and verification to verify the lock line functionality. Additionally, there were no non-conformances that would have contributed to the reported event and a review of the electronic complaint history found no other incidents from the reported lot. Based on the information reviewed, there is no indication of a product deficiency. With respect to the user technique/procedural conditions, knots in the lock line may be influenced by the user while removing the plastic cover/polyimide tubing from both ends of the lock line and unwrapping them or the lock line becoming twisted upon lock line removal. Given the size and location of the knot, it is possible that the lock line became knotted at the end during the unwrapping process and/or removal of the lock line resulting in the knot becoming caught in the harness of the clip, however, this cannot be confirmed. Based on the information reviewed, the difficulty removing the lock line/mechanical jam appears to be the result of the observed knot; however, a definitive cause for when and how the knot formed could not be identified. The bend observed in the dc shaft during returned product analysis was not reported by the customer and is likely attributed to the extra tension in the shaft caused by the knot in the lock line being caught in the harness of the clip; however, this cannot be confirmed. Based on the information reviewed, there does not appear to be any evidence of a product quality deficiency associated with this device.

Event description:
This is being filed as during the removal of the clip delivery system (cds) lock line, it became jammed and could not be removed. Although there was no adverse patient effect, if this were to recur, the inability to remove the lock line has the potential to cause or contribute to patient injury. It was reported that during a mitraclip procedure, the placement of the clip onto the mitral valve leaflets was "easy". The cds was not curved more than 90 degrees as per the instructions for use. After a good placement and grasp of the mitral valve leaflet with the clip, the leaflet insertion assessment was performed. Prior to clip deployment, the gripper line removability test was performed. The lock line cap was then removed and the lock lines were unwrapped to ensure that the lines were not twisted. The physician then grasped one end of the lock line and started to retract it from the device. There was no resistance noted while pulling on the lock line, but after approximately 50 percent of the lock line had been removed, the line became jammed and it was not able to be pulled out. The lock line was not retracted too quickly. The clip was reopened to the inverted position and was retraced into the left atrium. The clip was closed completely and the cds with the clip attached was removed through the sgc without any problems. Another cds was prepared for use. The procedure was completed with a good result. The degenerative mitral regurgitation grade was reduced from 4 to 1-2 with the implantation of two clips. There was no adverse patient effect or significant clinical delay in the procedure due to the device issue. No additional information was provided.